Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping atypically with an m2: motor disconnected alarm was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. The patient was reported to have been asymptomatic during the system exchange. The root cause of the reported event was unable to be conclusively determined through this analysis. This investigation will reopen with further analysis if product is returned for analysis at a later date. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 11.1 "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # for centrimag console: 3003306248-2022-14511.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping atypically with an m2: motor disconnected alarm was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot for an extended period alongside known working test equipment and operated a mock loop as intended with no atypical alarms, even when the motor¿s cable was repeatedly flexed throughout its entire length. The serviced and tested motor was returned to the customer site after passing all tests per procedure. No log files were associated with the reported event. The patient was reported to have been asymptomatic during the system exchange. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1 "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reporter name and address: name: (B)(6). Related MFR#: for centrimag console: 3003306248-2022-14511. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during use, the equipment suddenly presented an m2 alarm due to motor failure. The console stopped. The motor and console were exchanged immediately for backups and patient support continued. The patient was not affected. The console was left on a test circuit for 72 hours and no faults were noted.